Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 12:20:48. During night drain cycle six, the patient's ultrafiltration reading was 845 ml, indicating the home patient (hp) drained 845 ml more than their maximum programmed fill volume of 1000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The cause of this event was not determined. Should additional relevant information become available, a supplemental report will be submitted.